Manufacturer narrative:
A ge service representative performed an on site investigation. Parts were replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error and locked up. There is no report of death or serious injury associated with the complaint.